Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.